Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection observed no damage to the ultrasonic sensors and did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The reported symptom 'constant occlusion alarm' was verified through the event history log but not reproduced during evaluation. Evaluation found the ultrasonic sensor to function within specification. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a constant occlusion alarm. There was no known patient injury or medical intervention associated with this event. No additional information is available.